Manufacturer narrative:
(B)(4). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, four minutes during ablation phase, the patient moved a little bit while the scope was inside the patient. A tenaculum stabilizer was in place, however the movement of the patient shifted the device position inside the patient. A fluid loss alarm was then received and the physician noticed a vaginal burn without any signs of cervical leak. Additionally, the fluid at the time the burn was noted was at 90 degrees celsius. The procedure was discontinued due to the incident. There was no treatment applied to the burnt area and the physician believed that it was not necessary because the patient had no reported discomfort. An additional attempt has been made to obtain follow up event details with no response from the clinician.